Manufacturer narrative:
This spontaneous case was reported by a consumer and subsequently by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage, penicillin allergy, exertional asthma (the patient uses a terbasmin turbuhaler), arterial hypertension, dyslipidemia, insomnia, migraine, multi gravida, vaginal delivery, caesarean section, abortion, dysmenorrhea and retinal artery embolism. Previously administered products included for pinch-type abdominal pain in fid the first day of menstruation: paracetamol; for an unreported indication: azalia from (B)(6) 2017 to (B)(6) 2017, olmesartan, lorazepam, adiro 300, terbasmin and atorvastatin. Concurrent conditions included mthfr gene mutation and hot flushes. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), dizziness ("dizziness"), nausea ("nausea") and vomiting ("vomiting"). In 2017, the patient experienced alopecia ("hair loss"), tachycardia ("tachycardias"), genital haemorrhage ("heavy bleeding") and abdominal pain lower ("throbbing pain in hypogastrium"). In 2018, the patient experienced palpitations ("palpitations"), asthenia ("asthenia") and dental caries ("tooth decay"). On (B)(6) 2019, the patient experienced rash ("allergic reaction on anaesthesia (self-limited generalized skin rash)"), groin pain ("groin pain") and drug hypersensitivity ("allergic reaction on anaesthesia (self-limited generalized skin rash)"). On (B)(6) 2020, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2020, the patient experienced fatigue ("fatigue when walking and on exertion"). On an unknown date, the patient experienced hot flush ("occasional hot flushes"). The patient was treated with enoxaparin, fentanyl, midazolam, paracetamol, propofol, rocuronium and surgery (essure removal via laparoscopic bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, rash, allergy to metals, alopecia, hot flush, tachycardia, genital haemorrhage, abdominal pain lower, abdominal pain, dizziness, nausea, vomiting, palpitations, asthenia, dental caries, groin pain, drug hypersensitivity and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, asthenia, dental caries, dizziness, drug hypersensitivity, fatigue, genital haemorrhage, groin pain, hot flush, nausea, palpitations, pelvic pain, rash, tachycardia and vomiting to be related to essure. The reporter commented: the patient had the complete removal of essure on (B)(6) 2020 and bilateral salpingectomy (laparoscopic),fallopian tube intraluminal device removal, percutaneous endoscopic approach, bilateral resection of fallopian tubes, percutaneous endoscopic approach. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Allergy test - on (B)(6) 2020: positive for nickel. Blood urea (13.0 - 43.0 mg/dl) - on (B)(6) 2019: 48 mg/dl. Cytology - on (B)(6) 2019: negative; on (B)(6) 2019: negative. Gynaecological examination - in 2017: essure subsequent control within normality. Hysteroscopy - on (B)(6) 2017: placement of essure without incident. Monocyte count (0.12 - 1.1 10*3/ul) - on (B)(6) 2019: 13.09 10*3/ul. Ultrasound pelvis - on (B)(6) 2017: ultrasound normal uterus with normal endometrium. Normal ovaries. Ultrasound scan vagina - on (B)(6) 2019: normal uterus with 05 mm endometrium. Both ovaries visible ultrasound normal. Essure normally inserted. No free liquid. White blood cell count (4.3 - 11.0 10*3/ul) - on (B)(6) 2019: 13.09 10*3/ul. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-aug-2021: the follow information were updated lawyer's reporter, patient's details, medical history, history drug, other treatment products, hot flushes, hair loss, bleeding genital, hypogastric pain, tachycardia, dizziness, nausea, vomiting, palpitations, asthenia, tooth decay, groin pain, drug allergy, generalized rash, fatiguability, onset date added to pelvic pain female, abdominal pain, onset date nickel sensitivity updated from (B)(6) 2020 to (B)(6) 2020. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2020, the patient experienced allergy to metals ("nickel allergy"), 3 years 5 months after insertion and 5 months 16 days after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 12-jul-2021: essure date implanted and date explanted added. New events: pelvic pain, abdominal pain and nickel allergy added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2020, the patient experienced allergy to metals ("nickel allergy"), 3 years 5 months after insertion and 5 months 16 days after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.